Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient complained of discomfort at her scs ipg pocket site. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention and her scs ipg was replaced and the pocket was moved to the patients side above her belt line. In addition, the patient reported she was pleased with the new location of her ipg.